Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and 40 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event and not using insulin pump for high blood glucose. Customer stated reason of insulin pump was off was they removed it for several hours for some activity. Customer treated with food for low blood glucose. Customer stated auto mode feature was not active at the time of incident. Customer declined troubleshooting for low and high blood glucose. Customer stated insulin delivery was not suspended due to sensor glucose and blood glucose value. The insulin pump will not be returned for analysis.